Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode oversensed noise resulting in inappropriate shocks. Boston scientific technical services (ts) suspected an underinserted electrode. The device was reprogramed and remains in service. No adverse patient effects were reported.